Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. According to the hospital facility, pre-use check was performed 5 times and the ventilator passed all the test s without any issue and declared the unit fit for use. It has since been put into service with no reported problems. The device logs were not received. Our investigation consists of an evaluation of information from the hospital facility. The root cause of the reported event has not been determined. (B)(4).

Event description:
It was reported that during patient treatment, the ventilator had o2 error. There was no patient harm. Manufacturer's ref #: (B)(4).